Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The screen has developed an orange color; in addition, the screen was blank on the morning of the complaint.. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/27/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up with the appropriate audible and vibratory functions. The display screen was observed to be blank. Pump casing was opened and a cracked display screen was observed. The damaged screen was replaced with a test screen and the test screen was fully functional.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.